Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient underwent a poly swap revision surgery. No additional information is available.